Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/17/2015 with the following findings: evidence of moisture ingress was observed behind the display lens. Visual inspection revealed that the keypad cover was intact. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons were unresponsive: the reported issue was duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump failed a leak test due to a case seal leak. The pump case was removed, and evidence of moisture damage was found on the keypad flex connector. The display screen visual was found to be distorted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).